Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a cracked case at the display window corners.

Event description:
Customer reported that she was changing the reservoir; she did the rewind, inserted the reservoir and went to prime and got a no delivery and then a motor error alarm. Device was not exposed to a strong magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 251 mg/dl. Nothing further reported.